Event description:
Contrast injector syringes are fracturing at the contrast port. This has occurred several times. The manufacturer is aware of this problem and is evaluating the reason for the failures. When using the a2000 syringe kit's for the acist angiographic system it has been suggested to use a 3fr-5fr catheter, flow rates of slower than 10 ml/sec and rise times longer than 0.6 seconds.